Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 5 months post implant of this 19mm aortic bioprosthetic valve implanted in the pulmonary position in a (B)(6) year old pediatric patient, it was explanted and replaced with a 25mm pulmonary valved conduit. The reason for replacement was not reported. Per the surgeon, "there is no complaint, this is a peds [pediatric] /congenital case". No additional adverse patient effects were reported.